Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 224, which was reproduced after disconnecting and reconnecting the customer's power cord. System error 224 was confirmed through review of the event history log and was found to be caused by a damaged power cord. The power cord was replaced.

Event description:
It was reported that a spectrum pump displayed system error 224. Any patient involvement, injury or medical intervention is unknown.